Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the device was unable to fire and the reload would not close. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. An instrument body is split in half, the safety is missing, nicks were observed on the knife blade, and the cartridge is disengaged. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition; therefore, a device history record review was not be performed. Additionally, the investigation detected secondary conditions of instrument body split in half, missing safety, nicks on the knife blade, and disengaged cartridge that has no relationship to the reported condition. Replication of the observed secondary knife blade and split instrument body damage may occur if the instrument is applied over an obstruction. The instructions for use also states: when positioning the instrument on the application site ensure that no obstructions such as previously clips are incorporated into the instrument jaws. Firing over an obstruction may result in improperly formed staples. Improperly formed staples may result in leakage or disruption of the staple line. Replication of the observed secondary damage to the single use loading u nit(sulu) may occur if the cartridge of the sulu is subjected to excessive force when attempting to unload the device. The release button at the distal end of the instrument should be utilized for proper removal of the sulu. Replication of the observed secondary safety damage may occur if the instrument is handled rough. If information is provided in the future, a supplemental report will be issued.